Manufacturer narrative:
Examination of the submitted instruments confirmed the (B)(4) rod for reaming guide holder tip is bent. The cause is attributed to the raw materials used for this device were not relevant for the design requirements. The material was changed to x17u4 at the plate junction and mx455 was changed at the tip via eco (B)(4); implemented on july 11, 2011. Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created. The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal humeral reaming guide bent during surgery.